Event description:
It was reported that, during a cori assisted tka surgery, the surgeon prepared the tibia by burring an anterior shelf and then using a saw for the remainder of the bone. When he placed the plane checker on the cut m-l the cut looked spot on, but showed anterior slope. He did not agree and asked how it was possible that cori was showing that. He went back to bur all (tibia) and the entire tibia refined to all white, meaning it was at plan. Went back to visualize and still showed the same anterior slope. Just to be safe, sales rep asked him to put the tibia trial on and drop a rod. He said that it looked appropriate and not what cori was showing. Also, the check pints were checked just before or after and nothing had moved. The surgery was completed, without any delay, with the same reported device. No injuries were reported. No over-resection was caused.

Manufacturer narrative:
The real intelligence cori, rob10024, (B)(6), used for treatment, was not returned for evaluation therefore a visual or functional inspection could not be performed. The reported problem could not be visually or functionally confirmed. After review of the provided screenshots, the reported complaint could not be confirmed. It is noted that the surgeon did not think that what was shown on the cori system matched what they were seeing in the real world. It was shown that the surgeon planned 0.8 degrees of posterior slope, relative to the plan. If the plane visualizer was moved minimally, this degree of slope could be shown. The screenshots do not show anterior slope, but this could¿ve been missed by the screen captures. When using the plane visualizer, if pushing down onto the bone, it can cause the visualizer to rock back and forth, pushing harder towards one side or another. There is nothing shown in the provided screenshots that could have contributed to the reported complaint. The IFU mentions ¿the visualize cut screen displays the bone model with the bone already removed from the planned saw cuts. The screen also displays a semi-transparent model of the plane visualization tool. This enables you to visualize how the actual cut will compare to the planned cut. The plane visualization tool attaches to the point probe, similar to the speed control guard; you can use this tool to visualize all the cut planes at any stage during bone removal. The angle between these lines is calculated as an angle error, depicted in tenths of degrees. The distance calculated between the planned surface and plane visualization tool is represented as distance error, shown in tenths of millimeters. When you are evaluating the distal cut or the anterior cut, both the angle error and the distance error are displayed.¿ the cori system is functioning as intended. No reasonable cause could be identified based on the received complaint information and investigation results. A review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, the surgeon prepared the tibia by burring an anterior shelf and then using a saw for the remainder of the bone. When he placed the plane checker on the cut m-l the cut looked spot on, but showed anterior slope. He did not agree and asked how it was possible that cori was showing that. He went back to bur all (tibia) and the entire tibia refined to all white, meaning it was at plan. Went back to visualize and still showed the same anterior slope. Just to be safe, sales rep asked him to put the tibia trial on and drop a rod. He said that it looked appropriate and not what cori was showing. Also, the checkpoints were checked just before or after and nothing had moved. The surgery was completed, without any delay, with the same reported device. No injuries were reported.